Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was receiving morphine (6.0 mg/ml at 1.19 mg) via an implantable pump for non-malignant pain. It was reported that the patient had gone to 2 refill appointments, and both times, the pump was completely full of 20cc of medication. The patient could not think of any falls that may have contributed to this issue. A dye study was done on (B)(6) 2026, which showed that the catheter migrated from the spinal segment towards the pump pocket. Even with the bolus, the pump was not distributing medication, as every time they tried to empty it, they got 20cc of medication out. The patient was being sent to the neurosurgeon for a catheter revision and possibly a new pump. The issue was not resolved at the time of the report.